Event description:
The patient reported that their implantable pulse generator (ipg) could not establish telemetry and they suspect the battery is low. It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing and intermittent high impedances. The ra lead was reprogrammed. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.